Manufacturer narrative:
(B)(4). Device was received with pump error 63 confirmed in downloaded history due to software error. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures alarm occurred during settings rewind process and fill tubing process and when self-test was performed again after the normal screen appeared, insulin pump error alarm recurred. Customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.